Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned, no evaluation can be performed. Complaint type is being monitored and analyzed. The product's instruction for removal have recently been expanded and soon to be implemented.

Event description:
Customer reported female home care patient has 1658 tegaderm chg dressing applied to triple lumen subclavian central catheter site. Reported difficulty removing dressing on (B)(6) 2014 and some chg gel pad remained adhered to patient at catheter site. Reported non chg dressing applied. Reported difficulty removing remaining gel pad on subsequent dressing change visits and stated gel pad embedded into patient's skin. Reported referral for md evaluation. On (B)(6) 2014, additional information received. Reported superficial skin debridement mid march to remove remaining embedded chg gel pad. Reported subclavian catheter removed as a result of skin condition and PICC catheter placed. Reported skin area healing on (B)(6) 2014.